Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on (B)(6) 2021, the 8100 module says infusion complete but it sounds like it is still trying to run and fluid is still dripping in the tube. The module came down with note saying channel error. There was patient involvement but harm was unknown.

Event description:
It was reported that on (B)(6), 2021, the 8100 module says infusion complete but it sounds like it is still trying to run and fluid is still dripping in the tube. The module came down with note saying channel error. There was patient involvement but harm was unknown.

Manufacturer narrative:
Omit: a140502 - free or unrestricted flow (2945),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf a,g,b,c,d codes & manufaturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.